Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system could not dock. Movement calibration did not align with the pins during the docking. The second movement calibration allowed the system to dock correctly. The imaging system then passed the system checkout and was found to be fully functional. A second system checkout was performed and found that the cover was damaged by the docking pins and a cable was found with one cable stans broken. The x-stage cover was replaced, and the issue was resolved. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion. It was reported that pre-operatively, during equipment setup, the gantry crashed on the x-stage cover during movement calibrations and damaged the x-stage cover. After this calibration, the system couldn't dock itself and two movement calibrations were performed before the docking position worked again and in the correct axes. The procedure was completed using the imaging system and there was no reported impact to patient outcome or surgical delay.